Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant during the procedure, once the guidewire was advanced out of the catheter, the tip of the guidewire looped before entering the stenosis. The site attempted to pull the wire back into the catheter, but the tip of the guidewire detached into the patient. It was reported that the doctor managed to remove the detached part after intervention. The procedure was completed with a new jagwire with no patient complications and the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure once the guidewire was advanced out of the catheter the tip of the guidewire looped before entering the stenosis. The site attempted to pull the wire back into the catheter, but the tip of the guidewire detached into the patient. It was reported that the doctor managed to remove the detached part after intervention. The procedure was completed with a new jagwire with no patient complications and the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). Device presents the pebax section detached/separated, exposing the core wire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviations were found.

Manufacturer narrative:
(B)(4). For the reported event of tip detachment. The device has been returned for evaluation; however, a failure analysis of the complaint device has not been completed. If any further relevant information is identified, a supplemental medwatch will be filed.